Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was returned to sterile processing from the operating room with a c-clip tat was detached, came off. It was further reported that the event occurred during assembly of the instruments and the "check process". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During evaluation of the device, it was determined that the device had a loose snap ring (came out of the device), color rings fading away and failed visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.